Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call button issue. The customer's blood glucose was 203 mg/dl at the time of call. Trouble shooting was performed and found buttons are not working on the insulin pump. Customer stated that the keypad will not go past the main menu. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump will be returned for analysis.